Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer accidentally dropped her pump. As a result, the pump shut down and was unable to turn back on. Reportedly, the customer's blood glucose level was rising.